Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-01466. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted along with concurrent bilateral salpingo-oophorectomy, cystourethroscopy, suprapubic catheter placement and intrathecal due to stress urinary incontinence prolapse and cystocele. Following implantation the patient experienced pain, infection, erosion, dyspareunia, and recurrence. The patient underwent excision of eroded vaginal mesh on (B)(6) 2007. It was further reported that patient had mesh trimming and destruction of vaginal lesions on (B)(6) 2009.